Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error alarms or power alarms noted during testing. However, confirmed the pump alarmed failed batt test on 03/08/2024 three times between 18:28:37.000 to 18:29:18.000 in the history files. Verified in the pump history download the pump alarmed pump error 43 on 03/08/2024 four times between 18:27:47.000 to 19:09:09.000 and the pump alarmed pump error 41 on 03/08/2024 two times between 18:27:47.000 to 19:09:00.000 due to corroded motor home switch. No moisture damage noted to the pcb1 board or pcb2 board. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, stained serial number label. The p-cap/reservoir does lock properly. No power errors noted and passed all required testing. However, the pump history download confirmed the pump alarmed pump error 43 and pump error 41 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 41 and failed battery test. The customer reported no adverse event. The event involved product(s) (B)(6) troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Error table indicated that replacement was required. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Product return for (B)(6) was requested and customer response was the device will be returned.